Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and cracked on battery compartment. Customer stated that insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear alarm and able to complete rewind. Customer performed displacement test and test not able to complete. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 37, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed.